Event description:
Pt with a total knee implant presented with pain and stiffness. Surgeon plans to perform a manipulation and may exchange poly inserts during the procedure.

Manufacturer narrative:
Pt with a total knee implant presented with pain and stiffness. Surgeon plans to perform a manipulation and may exchange poly inserts during the procedure. Review of the device history record indicates that the device was manufactured to specification.